Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6), and the reported sepsis, multi organ failure, right heart failure, bleeding, cardiac arrhythmia, and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number: (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, is currently available. Section 1 entitled ¿introduction¿ lists death, sepsis, multiple organ failures/dysfunctions, right heart failure, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists cardiac arrhythmia as a potential postimplant complication. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had heart failure with reduced ejection fraction (hfref) and severe aortic stenosis status post mechanical aortic valve replacement. On (B)(6) 2021 patient's status post ECMO use complicated due to post-cardiotomy shock. On (B)(6) 2021 the patient had a decannulation but their chest was unable to be closed due to hemodynamic instability. As a result patient underwent a heartmate 3 placement on (B)(6) 2021 and was given a prosthetic valve. Intraoperatively, the patient experienced complicated right valve failure and was given a protek duo rvad which was exchanged for a centrimag with an oxygenator. The patient had their chest closed on (B)(6) 2021. The patient then developed sepsis from necrosis with bowel preformation and as a result underwent an emergent exploratory laparotomy, small bowl resection, and drainage of abdominal abscess. The patient remained hemodynamically unstable and required a high dose vasopressor support and had continuous abdominal bleeding. Their rhythm progressed to ventricular fibrillation and eventually became profoundly septic and had multi-system organ failure. Ultimately the patient was transitioned to comfort care and was allowed a natural death. The patient passed away from sepsis and multi-system organ failure. The centrimag rvad was discontinued prior to time of death.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.